Manufacturer narrative:
The customer's report of component breakage was confirmed. The set was inspected; the female luer was cracked. The crack ran across the top of one side of the luer wall and split into multiple cracks along the side of the luer collar. No obvious tool marks, crush marks, or over torque were found around the damaged area. Further inspection found no other damages or any issues. Functional testing confirmed leaking at the female luer crack. The probable cause of the customer's report of component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque). The root cause of the customer's report of a leak was identified as due to the crack on the set's female luer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a tubing set was noted to be cracked at the hub and leaked blood while connected to a patient. There was no patient harm.